Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient had felt a shocking sensation at the device pocket six months post implant but that had gone away. The patient was programmed on 1-2+ and was getting good symptom control with the stimulation. The patient also turned the stimulation off at night and back on in the morning. The rep had reprogrammed electrodes 0/1 and wasn't getting good symptom control with that pair, so they switched to the current mode and they couldn't get symptom control. Impedance measurements were taken at 3.0v: (B)(4). The therapy impedance was 266 ohms at 12.6ma. The implant was confirmed to be on, at eri, and the caller noted the patient had notified them of two falls in which they broke each wrist in separate falls. The were going to get x-rays and the patient was scheduled for a battery replacement next week. The rep was notified on (B)(6) 2016 of the appointment the patient had for the problem with the impedance issue. The rep reported on (B)(6) 2016 that the patient had surgery that morning to replace the device which was at eri. The extension that connected the lead to the implantable neurostimulator (ins) was found to be the cause of the abnormal impedances and would be returned. The results of the x-ray were unknown at that time.

Manufacturer narrative:
Changed conclusion code. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the extension ((B)(4)) revealed that the outer insulation breached and conductors 0,3 broken 19.5 cm from proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.